Manufacturer narrative:
The insulin pump was unable to power on pump, verify serial number, or perform displacement test due to broken battery tube threads. Pump was received with scratched case, stained keypad overlay, cracked retainer, faded end cap address label, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 10mmol/l at the time of the incident. The customer states the pump has a crack on it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.